Event description:
It was reported that the patient was experiencing arm and leg pain as well as involuntary jerking of the arms. The patient went to the emergency room and was informed how to turn off the deep brain simulation (dbs) to rule out the device as a contributing factor. The patient was admitted and evaluated by the neurology team. A computed tomography (CT) scan revealed two small areas of hematoma at the surface of the brain. The patient was transferred to a rehabilitation center and discharged. The neurologist does not think that the brain bleed was related to the dbs implant surgery since the blood noted on the scan was considered recent, within 24-48 hours, and was likely the result of a fall at home. The dbs was turned on and significantly improved the patients tremor. Additional information was received that the physician did not believe the hematomas were device or procedure related. The hematomas were likely the result of a fall that the patient sustained several weeks after his surgery. The patient's arm and leg pain was mostly resolved at the last follow-up visit.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads: upn: m365db220145dc, model: db-2201-45-dc, serial: (B)(6) , batch: 7070780 . Product family: dbs-linear leads: upn: m365db220145dc, model: db-2201-45-dc, serial: (B)(6) , batch: 7070784.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads upn: (B)(4). Model: db-2201-45-dc serial: (B)(4). Batch: n/I.

Event description:
It was reported that the patient was experiencing arm and leg pain as well as involuntary jerking of the arms. The patient went to the emergency room and was informed how to turn off the deep brain simulation (dbs) to rule out the device as a contributing factor. The patient was admitted and evaluated by the neurology team. A computed tomography (CT) scan revealed two small areas of hematoma at the surface of the brain. The patient was transferred to a rehabilitation center and discharged. The neurologist does not think that the brain bleed was related to the dbs implant surgery since the blood noted on the scan was considered recent, within 24-48 hours, and was likely the result of a fall at home. The dbs was turned on and significantly improved the patients tremor.